Manufacturer narrative:
Section d4: unique identifier (UDI) # updated device evaluation: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs indicated that the difficulty to insert the sterile interface module (sim) issue is a hardware issue and would not be captured in the logs. The logs confirmed that the sim was not registered as attached during the procedure. Visual inspection of the sim noted it was returned dry, with no corrosion noted on the electrical contacts. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim. All pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand. The 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the sterile interface module noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively during the draping stage, it was not possible to attach the sterile interface module (sim) to the instrument drive unit (idu) despite careful attempts. A new sim was used which attached to the idu straight away. There was no patient involvement.

Event description:
It was reported that pre-operatively during the draping stage, it was not possible to attach the sterile interface module (sim) to the instrument drive unit (idu) despite careful attempts. A new sim was used which attached to the idu straight away. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.